Event description:
A user facility in mexico reported to fmc mexico that a fresenius 2008k2 hemodialysis (hd) ¿had a venous chamber clamped¿ during a patient's hd treatment resulting in blood loss.the patient¿s estimated blood loss (ebl) is unknown. It was reported that there was no patient serious injury or adverse event. It is unknown if the machine has been returned to service. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.